Event description:
The customer contacted philips healthcare to report that the "system is down and working". The customer reported a "15:1" error code. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.